Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor removal, patient allegedly found that sensor wire was protruding from skin. Patient removed sensor wire from insertion site. At the time of the event, patient was not experiencing any discomfort from insertion site. No medical intervention was necessary. At the time of the call, patient reported being fine.